Event description:
A nurse complained of having been shocked by a kinair bed. The biomed shop checked out the unit and discovered the ac connection for the transport air unit was misconnected. The connection was rotated 45 degrees, which allowed the hot wire to contact the ground wire. This caused the chassis of the transport air to be electrically energized in reference to earth ground. After more investigation biomed discovered that with minimal effort one could overcome the key system for the plastic connectors. It was then biomed's decision not to just reeducate the staff on proper alignment of the connectors but to replace the connectors with ul listed 15a twist lock cord cap connectors. This type connector can not be misconnected and is sturdy and safe.